Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the twisted cable could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head had no image. The issue was found during preparation for use. There was no delay in the procedure and a cv-190 was used to complete. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found that the no image was due to a twisted faulty cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.